Manufacturer narrative:
H.6. Investigation: a 20019e7d product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20115012. The customer provided a photograph of the affected sample; analysis of the photograph identified what appeared to be a dark spot on the female luer adaptor of the smartsite component; however it was not possible to identify whether or not the particulate was embedded within the plastic of the smartsite, nor to confirm the exact nature of the alleged contaminant. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 20115012 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that y ext w/vlv ports & 2 sld clp, 7 day had foreign matter. The following information was provided by the initial reporter: we received smart site extension with dirt around it.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that y ext w/vlv ports & 2 sld clp, 7 day had foreign matter. The following information was provided by the initial reporter: we received smart site extension with dirt around it.